Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the meter would display pc when it was connected to charge from wall adapter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.